Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm balloon peeling. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that for a coronary intervention, the stent was advanced but did not cross the right anterior lesion which was moderately tortuous, moderately calcified and 95% stenosed. It was removed from the anatomy and returned to abbott vascular. Another stent 4 x 18 mm vision stent was used. There were no adverse patient effects and no clinically significant delay reported. Returned products department reported that stent implant is stationary on the balloon but has moved distally 5 mm with the distal end of the stent implant located at the distal end of the balloon taper. The institution stated stent movement happened after removal from anatomy during packing for return. No additional information was provided. This is being filed based on the returned device analysis which revealed balloon peeling at the proximal seal and over the proximal balloon marker.